Manufacturer narrative:
The device will is retained at the hospital. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary intervention procedure. Reportedly, the sutures became loose making it impossible to tie the knot. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis, the malposition of the device/failure to deploy suture was not confirm due to the returned device condition. A failure to cycle-needle to cuff miss was observed in the returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication for a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported additional treatment appears to be related to operational context. Factors that may contribute to malposition of the device/failure to deploy the suture include, but are not limited to, friable artery or failure to maintain a stable position of the device with respect to the tissue tract. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.